Event description:
On (B)(6) 2010, pt reported he noticed he was not able to program a quick bolus at dinner tonight. Pt stated, the down button "was missing". Attempted to have pt clarify and discovered the rubber end of the infusion device has peeled away and can see a bit of the metal but again pt stated, the down button is non-functional. Pt reported, the button does not pop back up when pressed since it is not in the proper position. Explained how to use the standard bolus function to program a bolus. Recommended pt switch over to back-up infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged for eval.